Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor. The patient reported their device was removed the year prior because it just wasn't working at all. In addition to the ins they had to take ditropan. The therapy never helped no matter what setting it was on, they stated they had the device implanted for urinary, but patient had fecal incontinence as well. They stated they had worked with their doctor to improve fecal incontinence, but the therapy also did not help for that, so the device was removed. No further complications were reported or anticipated.